Event description:
It was reported that the customer had a button error alarm that started while trying to prime his insulin pump. His blood glucose was 246 mg/dl at the time of reporting. The insulin pump is being replaced. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.